Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked while customer was skateboarding. Subsequently, pump ceased delivering insulin as intended. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose level.